Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.